Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed activation (gripper line remained attached to clip after retraction of gripper levers) appears to be a normal device behavior. The reported unintended movement associated with the jumping of the delivery catheter (dc) handle appears to be related to user technique of retracting the dc handle, as retracting too quickly could result in sudden release of tension (jumping). The reported migration (partial clip movement) appears to be a result of the unintended movement as the clip was likely displaced by the dc handle jump. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult clip deployment, unintended movement, and migration it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a bi-leaflet prolapse, and a posterior flail. An xtw clip was inserted and placed on the mitral valve. While deploying the clip, the physician thought both gripper lines had detached from the clip. However, when attempting to remove the clip delivery system (cds), one of the gripper lines was still attached. The physician was unaware of this, so during removal, the gripper line finally detached, resulting in a jump of the delivery catheter handle. The clip was still attached to the leaflets, but was noted to be slightly mobile. Therefore, an additional clip was implanted to stabilize the implanted clip, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.